Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking from the o-ring near the septum while the customer was in the hospital for an unrelated event. Customer's blood glucose was 173 mg/dl. Customer advised a new cartridge would not be loaded at the time and hospital staff would monitor and control diabetes management.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.